Manufacturer narrative:
H11: the actual device was not available; however, a photograph and a video sample were provided for evaluation. A visual inspection of the photograph and the video noted a separation between the female connector and the main body. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and main body (light blue) of the minicap transfer set. This occurred after the patient's dressing change and flush, when the nurse removed the flush tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.